Event description:
Initial report: in 2008, the customer reported an issue with the pyxis anesthesia system 3500 service release 2 (pas 3500 sr2) having locked up when accessing multiple rapid access matrix drawers. The drawers were being accessed by the anesthesiologist during setup prior to the start of the case. The failure was described as a system freeze in which the station's clock was no longer advancing and the system had to be rebooted. In this scenario, the rapid access drawers remained unlocked and the contents within the drawers were accessible to the user. The minidrawer remained locked and contents within the drawer were not accessible to the user.

Manufacturer narrative:
This is the initial report. Will submit a follow up report upon completion of failure investigation.